Event description:
It was reported that the hinge line of epifuse split while in use with patient. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Investigation summary: one used decontaminated sample of cp1690 catheter connector 19-21g(us) 16-18g(smi) epifuse epidural - luer* was received without its original packaging for investigation. Customer claimed that it was stated that the hinge line of epifuse split while in use with patient. Under visual inspection of the received sample, it was noticed that that hinge line is broken, and the connector is split into 2 parts. The customer's complaint was confirmed. However, no root cause could be determined. This issue is currently monitored by ICU medical, there is no trend of confirmed customer complaints. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.